Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the air/water cylinder and channel, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign matter (white residue) in the air/water channel and cylinder. There were no reports of patient involvement.